Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a cup implant was not placed as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device; corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place; according to the hospital, the results of the revision surgery were satisfactory. There was no delay to the initial surgery. Also, no negative clinical effects to the patient were reported. No further remedial actions (besides revision surgery) were reported that would have been necessary. Despite a comprehensive investigation has been performed based on the information available, a definite root cause could not be determined for this specific issue. However, it can be concluded that a non-ideal point acquisition for patient registration was a contributing factor, which would lead to a deviation between the calculated virtual display of the patient anatomy and the actual patient anatomy. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results re-iterate to this customer: the appropriate acquisition of landmarks used for registration as required by the navigation; to re-verify the cup position based on anatomical landmarks.

Event description:
A hip surgery has been performed, whereby the cup implant was placed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: positioned the patient in a lateral position; draped the patient and attached the reference array to the pelvis; performed patient registration (acquired anatomical points on the pelvis for the navigation to calculate a virtual display of the patient anatomy); reamed the acetabulum (the user selected a reamer in the software, but it is unknown if used with or without aid of navigation); inserted the cup implant with the aid of the navigated cup inserter; verified the cup position twice (with slight changes of cup angulation in between); stored the verification results (stored cup position values of second verification: 40° inclination and 19° anteversion); deleted stored cup position values; proceeded with surgery, but did not verify and store the final cup position (unknown if / how cup angulation was changed); ended surgery; obtained a post-operative CT scan and realized that the cup was not placed as intended (13° retroverted in comparison to intended position). The surgeon decided to perform a revision surgery on (B)(6) 2016 to reposition the cup with the aid of navigation. According to the hospital, the results of the revision surgery were satisfactory. There was no delay to the initial surgery. Also, no negative clinical effects to the patient were reported. No further remedial actions (besides revision surgery) were reported that would have been necessary.

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a cup implant was not placed as intended, with the brainlab device involved, although: - there is no indication of a systematic error or malfunction of the brainlab device. - corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. - according to the hospital, the results of the revision surgery were satisfactory. There was no delay to the initial surgery. Also, no negative clinical effects to the patient were reported. No further remedial actions (besides revision surgery) were reported that would have been necessary. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the cup implant not placed as intended, with the brainlab device involved, is a non-ideal point acquisition for patient registration, which led to a deviation between the calculated virtual display of the patient biomechanics and the actual patient biomechanics. This deviation was apparently not realized during the procedure. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Re-iterate to this customer: - the appropriate acquisition of landmarks used for registration as required by the navigation . - to re-verify the cup position based on anatomical landmarks. - the effect of pelvic tilt when acquiring CT scan.

Event description:
A hip surgery has been performed, whereby the cup implant was placed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: - positioned the patient in a lateral position. - draped the patient and attached the reference array to the pelvis. - made incision and prepared the pelvis bone. - performed patient registration (acquired anatomical landmarks for the navigation to calculate a virtual display of the patient biomechanics) . - reamed the acetabulum (unknown if with or without aid of navigation). - inserted the cup implant with the aid of the navigated cup inserter. - verified the cup position twice (with slight changes of cup angulation in between). - stored the verification results (stored cup position values of second verification: 40° inclination and 19° anteversion). - deleted stored cup position values . - proceeded with surgery, but did not verify and store the final cup position values. - ended surgery. - obtained a post-operative CT scan and realized that the cup was not placed as intended, but 13° retroverted in relation to the CT scan / table plane (2° retroverted in relation to the anterior pelvic plane). Due to fracture dislocation (with greater trochanter fraction), the surgeon decided to perform a revision surgery on (B)(6) 2016 to reposition the cup with the aid of navigation. According to the hospital, the results of the revision surgery were satisfactory. There was no delay to the initial surgery. Also, no negative clinical effects to the patient were reported. No further remedial actions (besides revision surgery) were reported that would have been necessary.